Manufacturer narrative:
On (B)(6) 2026 the patient reported experiencing hives all over while using an mcot device with the electrode - patch - universal 2 channel configuration. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. Despite the skin irritation, the patient did not discontinue service or take a break in service. The patient acknowledged not following the recommended skin preparation instructions, specifically using alcohol instead of the recommended preparation method. The patient has no history of skin sensitivity or allergies. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques, specifically using alcohol instead of the recommended preparation method. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026 the patient reported experiencing hives all over while using an mcot device with the electrode - patch - universal 2 channel configuration. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. Despite the skin irritation, the patient did not discontinue service or take a break in service.the patient acknowledged not following the recommended skin preparation instructions, specifically using alcohol instead of the recommended preparation method. The patient has no history of skin sensitivity or allergies.